Event description:
The pt underwent biliary lithotripsy with marginal results. She eventually required cholecystectomy. She was subsequently found to have a pancreatic neoplasm. Rptr asks if the lithotripsy could be related to the pancreatic cancer.